Manufacturer narrative:
(B)(4).

Event description:
The pt had a slight increase in pain. The pt went to the clinic for a routine refill, no audible alarms were noted and the pump logs didn't show any motor stall info. The actual residual pump volume (16 ml) was greater than the expected residual volume (4.3 ml). It was noted that the pt recently had a non-system related surgical procedure at the t12 level. On (B)(6) 2011, a pump/rotor check was done under fluoro and a pump/rotor issue was found; there was no catheter issue found. Replacement surgery was scheduled. The device system was used to deliver dilaudid (4 mg/ml) and prialt (5 mcg/ml). Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.